Event description:
A male patient who had bilateral lens implantation reported that even after the post-surgery recovery period, he continued to have difficulty seeing. The clinic's examinations indicated that patient had difficulty seeing up close after the surgery, but the patient has been having trouble with both near and far vision. The vision is becoming blurred, uncomfortable, and the patient is unable to drive or read without glasses. On (B)(6) 2021, the patient renewed his driver's license and had no issues passing the ophthalmological examination. The patient shared the information with his doctor, who suggested that the lens might be the problem and recommended to do the laser correction for astigmatism. The laser correction surgery for the right eye took place on (B)(6) 2022. After the surgery, the patient has been undergoing various treatments with eye drops and examinations at the same clinic but has not achieved success in restoring his vision. Subsequently, based on the examination results, the doctor decided that another laser surgery should be performed to correct the patient¿s myopia; however, the surgery did not yield positive results. No procedure was done on the left eye of the patient. The patient is still undergoing treatment and follow-ups at the clinic. Considering all the information provided, the doctor decided to prescribe a (-1.00) contact lens with one diopter less, hoping that it would improve the patient¿s vision. The doctor placed a contact lens over the johnson & johnson sinergy lens for a 30-day trial. Even with the contact lens, both eyes remain blurred, and the eye (right eye) with the contact lens has less brightness compared to the left eye. While the overlaid lens slightly improved the vision, but not 100% improved. The patient still has difficulty seeing, cannot lead a normal life, and is unable to do the activities he enjoys, such as driving and participating in sports since his vision gets blurry, especially in bright light. No further information was provided. This report is for the right eye of the patient. A separate report will be submitted for the left eye.

Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. It was indicated to be shortly after the surgery recovery. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3-other (81): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2137 - blurry vision: visual impairment; 2137 - poor near vision : visual acuity reduced. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.